Manufacturer narrative:
The device was received for evaluation. During functional testing, pump does not recognize when door is opened was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump does not recognize when door is opened .this occurred during an unspecified process step. There was no patient involvement. No additional information is available.